Event description:
After implantation it was reported that there were poor sensing values after closing the pocket. The lead and the device were removed.

Manufacturer narrative:
The lead and the pacemaker under complaint were returned for analysis. As a first step of the analysis the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screw could be easily screwed in and out and there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A sensing test was performed. Thereby the pacemaker sensed the attached heart signals free of noise, proving the sensing functions to be as expected. There was no indication of a device malfunction. As a second step, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted, which cannot be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces applied during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing processes for the lead and pacemaker were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the lead and the pacemaker were fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.